Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment (2-debranching tevar) for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. The patient tolerated the procedure. On (B)(6) 2024, a follow-up CT scan showed a type ia endoleak. No treatment was given at that time and it was left for monitoring. On an unknown date, the patient developed covid-19. On (B)(6) 2024, a follow-up CT scan showed the amount of type ia endoleak was increased. Therefore, an additional treatment (tevar) was planned. On an unknown date, the patient died at home before the reintervention. No autopsy was performed and the cause of death was unknown. There was no information suggestive of relationship between the patient¿s death and gore devices.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.